Event description:
It was reported that on (B)(6) 2012, the nurse found the pt's catheter was out of the position 5cm when she was preparing to maintain. She reported it to the doctor. The doctor checked and confirmed that the catheter was separated from the cuff. The cuff was still in the pt's body. A new catheter was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of revd0033 showed four other similar product complaint(s) from this lot number. All complaints for this lot number (revd0033) have been reported from one (B)(4) facility.